Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of 244 mg/dl. To address the bg level, the customer changed the infusion site and delivered a correction bolus. The customer confirmed that no alarms occurred; however, stated that the bg levels decreased to target level once the infusion site was changed. Additionally, to address the ongoing elevated bg levels, the customer changed the infusion set length.